Event description:
Edwards received information of a mital bioprosthetic valve that now presents with high gradient that exceeds expected range and severe mitral regurgitation. The valve remains implanted. There are no adverse events reported.

Event description:
Additional information received indicates regurgitation is of parivalvular origin. Level of regurgitation remains severe and device remains implanted and patient is symptomatic with not specific symptoms reported.

Manufacturer narrative:
High gradients. Additional manufacturer narrative: it was reported that this patient experiences regurgitation and high gradients. The type and cause of regurgitation varies depending upon multiple factors. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.

Manufacturer narrative:
Additional manufacturer narrative - additional information received indicates regurgitation is paravalvular in nature. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Edwards will continue to monitor all events.